Manufacturer narrative:
Other, other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump was connected to a patient when error or event occurred. Continuous infusion rate: 3.1ml reservoir volume: 0 given: 140 air detector. Pump used to prime the extension tubing. Patient affected because of incomplete infusion while pump attached to the patient. Patient mentioned that the pump started beeping night before 01-june. They removed it from the bag and kept it on his bed and stopped beeping but after 45 minutes it started beeping again. No adverse patient effects were reported by the customer.

Manufacturer narrative:
Other text: no product was returned. The investigation determined the most probable cause to be the expulsor, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. A service history review identified there was no indication that the complaint was related to a service of the device within the review period. D3, g1, and g2 email is: (B)(4).